Event description:
Malfunction of starclose device causing intraarterial retention of the vascular foot bed. No known user error, the pt required vascular surgery intervention for removal of the fb and vessel repair / closure. The pt required hospital stay in outpatient in a bed status.